Manufacturer narrative:
B5 - "the reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens of diopter -10.5/3.0/092 into the patient's left eye (os) on an unknown date. It was reported to have been associated with an unspecified low vault. To the best of our knowledge the lens remains implanted." Should be added to the initial MDR. H6 - device code: 1494, off-label use, acd < 3.0mm. Claim #: (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a implantable collamer lens implanted into a patient's eye that is planned for an exchange. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.